Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified humerus vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon was ruptured at 10atm within 30 seconds. The device was removed using the usual method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.